Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The illuminator was returned, and the reported problem was confirmed via system logs. Visual inspection revealed a small chip on the right side of the lamp tray door. The unit was installed on a golden system and programmed. After power cycling, errors 48244 and 48245 were triggered, indicating ¿illuminator lamp failed to ignite.¿ the illuminator light did not turn on, and the front led was red. The complaint was confirmed and replicated based on failure analysis. The probable root cause is attributed to a defective illuminator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported the complaint and replaced the illuminator. The system was tested and verified as ready for use. As of the date of this report, the illuminator has not yet been received by intuitive surgical, inc. (Isi) for evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 48245 on the illuminator. The customer connected a third-party light source and continued the case. The intuitive surgical, inc. (Isi) technical service engineer confirmed the reported error in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system had powered on without functional issues or errors. The customer was able to complete the case robotically with the external light source.